Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed self-test and displacement test. The insulin pump was monitored for two days and no unexpected white display on display anomalies was noted. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump's display went white for the second. The mother also reported previous issues with the insulin pump's lcd. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.